Manufacturer narrative:
The fill patient identifier is case-(B)(4). The access sars-cov-2 igg reagent was not returned for evaluation. No hardware errors, flags or other assay issues were reported in conjunction with this event. System performance indicators such as calibration and quality control were passing within specifications at the time of the event. One sample was sent in to the beckman coulter complaint handling unit (chu) testing laboratory for investigation. The sample was first tested neat for the sars-cov-2 igg assay. The chu obtained a reactive result for sample 1. Customer's results were therefore confirmed. The sample was then tested with the genscript assay: a sars-cov-2 surrogate virus neutralization (svnt) assay. The sars-cov-2 svnt kit is a blocking elisa detection tool, which mimics the virus neutralization process. This assay can detect circulating neutralizing antibodies against sars-cov-2 that block the interaction between the receptor binding domain of the viral spike glycoprotein (rbd) with the ace2 cell surface receptor. Sars-cov-2 is an enveloped non-segmented positive-sense rna virus. It has several structural proteins including spike (s), envelope (e), membrane (m) and nucleocapsid (n). The sike protein (s) contains a receptor binding domain (rbd) which is responsible for recognizing the cell surface receptor, angiotensin converting enzyme-2 (ace2). It is found that the rbd of the sars-cov-2 s protein strongly interacts with the human ace2 receptor leading to endocytosys into the host cells of the deep lung and viral replication. Infection with the sars-cov-2 initiates an immune response, which includes the production of antibodies in the blood, providing protection against future infections from viruses. These antibodies are named neutralizing antibodies. The genscript assay gave a positive result at 25% (cut-off at 20%), confirming the presence of neutralizing sars-cov-2 antibodies. In conclusion, the investigation suggests that the patient sample contains circulating sars-cov-2 neutralizing antibodies and that the access results are correct. There is no evidence to reasonably suggest that a malfunction occurred in conjunction with this event.

Event description:
On (B)(6) 2020 the customer reported repeatable reactive sars-cov-2 igg (access sars-cov-2 igg assay, part number c58961 and lot number 971197) results for one patient were generated on the customer's dxi 800 immunoassay analyzer (part number 973100 and serial number (B)(4)). The access sars-cov-2 igg results were discordant with two alternate methods (diasorin and abbott) and a rapid test but concordant with one alternate method (biomerieux vidas). See "relevant tests/laboratory data, including dates" section below for results. The customer did not indicate whether the results were reported out of the laboratory and there was no report of change to patient treatment or management as a result of the reactive sars-cov-2 igg test results. Quality control was passing within specifications at the time of the event. No hardware errors or issues with other assays were reported in conjunction with this event. One patient sample was sent in to the beckman coulter complaint handling unit (chu) testing laboratory for investigation. There were no issues with sample integrity reported by the customer. Sample collection, handling and processing information such as sample type, sample volume collected, centrifugation, storage and other sample related information was not provided by the customer.